Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported an MRI was planned of the lower back due to an epidural abscess. It was unknown if it was related to the pump. The pump was delivering morphine.